Manufacturer narrative:
Upon disassembly for visual inspection a worn coupler was found.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.